Manufacturer narrative:
(B)(4). Date sent 3/10/2026. D4 batch #210d32. Investigation summary. The product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the ec45a device was returned with no apparent damage and with one cecr45w reload loaded in the device. The reload was received fully fired. The device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described of would not fire and tissue trauma- no intervention could not be confirmed as the device fired without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The event reported of would not open was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 294d07/batch number 210d32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/03/2025. D4: batch # unk. Additional information was requested, and the following was obtained: - was the device locked on tissue with the jaws closed? Yes. - if yes, how was the device removed? Cut the tissue around the jaw and removed the device. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. - did the jaws eventually open? No. - is the current patient status known? Good. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the finished device ec45a with lot number 294d07; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the device could not be fired and they could not open the jaw. As the tissue was cut off, they removed the device from the patient through the tissue gap. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/06/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.